Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display or flashing on-off. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not wearing pump at time of call. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, blank display or white flashing display anomaly was note. Unit received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and an unexpected intermittent bright gray display with fading display was noted once during testing, problem was isolated to the lcd controller. Unit received with minor scratched display window and case.